Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had partially broken reservoir tube lip, minor scratches on the display window, a scratched case, cracked battery tube threads and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call that he had 2 broken belt clips and damage by the reservoir. Customer stated that the whole ring around the top was peeling off. Customer's last blood glucose was 259 mg/dl. Customer mentioned that he received a motor error alarm 4 or 5 times in the last 4 months. Customer stated that the top of the reservoir was broken off where you screw in the reservoir. Customer reported that there is a piece missing. Customer was receiving motor error alarms randomly. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer declined troubleshooting the motor error alarms.